Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the cause of the discordant, falsely low folate results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely low folate results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and resulted higher. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low folate results.